Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the patient implanted with this pacemaker presented for a routine device follow up. Interrogation of the device found it was operating in safety mode. The device was immediately explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.